Event description:
It was reported that a patient underwent an basal cell carcinoma removal on (B)(6) 2022 date and suture was used. During use on the patient the sutures have broken-the needle came off. Two sutures were broken. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. When was the suture broke-the needle came off (in the package, during removal from package, during handling or during use on the patient)? Please specify. During use n the patient. Could you please clarify how many sutures are broken? 3. Could you please clarify how many needles came off? 3. Did the event occur during one or multiple patient procedures? Multiple- 2 different patients. What is the total number of procedures? 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. Please provide the lot number: rcmamu. Device return status: I do not have the broken sutures to return as they are in my sharps bin. I can however send the remaining box of sutures. How would you like me to proceed? Please provide the date, and procedure name of the additional event. Please indicate how many needles broke during each procedure. On (B)(6) 2022 and excision of basal cell carcinoma and 2 sutures were broken. On (B)(6) 2022: cyst excision and 1 suture was broken. Additional information was requested: did the suture break or did the needle pull off the suture? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-03441.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the suture break or did the needle pull off the suture? The needle pulled off the suture all 3 times. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2022. H6 component code: g07002 no device problem found. H3 investigational summary: one empty opened box and five packets of product code j464g were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the five packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. Functional test was performed, and the pull force result were below the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.